Event description:
A hospital in (B)(6) reported that: a pt was found disconnected from the soft silicone part of an rt051 adult nasal interface. The lanyard was not used. The pt's saturation levels were decreasing. The pt was tachycardic and restrained during the time of usage, so could not have pulled it out. The pt used the cannula starting from (B)(6) to (B)(6). Our distributor followed up with the respiratory director at the hospital and reported "there was no negative pt issue reported".

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.